Event description:
South africa. Allegedly, a patient who underwent a breast reconstruction in june 2025, presents a leak that is causing pain (sn (B)(6). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
The alleged event is a risk associated with breast surgery, and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section on surgical precautions as follows: patients should be advised that tissue expanders may deflate and require replacement surgery. Tissue-expander deflation occurs when saline solution leaks through a break or damaged shell or injection port. Rupture/deflation can occur at any time after implantation, but the likelihood increases the more prolonged the breast-tissue expander is in place. Deflation occurs immediately or progressively and is noted by the loss of size/shape of the device. Establishment labs requested the motiva flora ® te in order to test the unit to determine the most assignable cause, including but not limited to: revision and characterization of the failure, testing according to approved standards, etc.). A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.